Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. There is no evidence to suggest that a device malfunction occurred. The operator reported that he may have introduced air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making patient connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff will review rinseback connections and procedures with the operator. Nxstage medical considers this report closed. No additional information will be provided.